Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that image was lost during procedure.

Manufacturer narrative:
Alleged failure: cib andrew aho rep error code in middle of case po# sjc0007370 . Delay: wasn't informed. Harm detail: error code. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is wear and tear for the jaw. Advice to replace the led module and main board due to the e2 and the light shutting off. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that image was lost during procedure.